Manufacturer narrative:
Reported event: an event regarding dislocation/disassociation involving an adm liner was reported. The event was not confirmed. Method and results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted adm liner with nothing remarkable to report. Medical records received and evaluation: no medical records were received for review. Product history review: all devices accepted into stock we free from any relevant discrepancies. Complaint history review: there were no other reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the devices, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to dislocation. Patient was revised to competitor devices.